Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 9120584. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 9 physical samples and 4 picture samples were received for evaluation by our quality team. Through examination of pictures, they show 60ml syringes - two of which have degraded resin, one picture shows white at the bottom of the syringe barrel and the last picture shows a syringe with damage, however it was not able to be determined what the damage is. Of the physical samples, a visual inspection was performed and 7 of the samples have embedded resin and 2 samples were found acceptable with no defects observed. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples provided. Root cause description: this defect could have resulted from during the syringe molding process where embedded degraded resin can build up in the hot runner system and break loose thus becoming molded into the components. Rationale: it is recommended that the hypodermic marketing team gets all the claimed defective parts and send them to the site for investigation. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that 395 bd¿ luer-lok syringes were found with black and white foreign dots, and 156 syringes were found broken before use. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "black/white dots: 395 pieces damaged/broken: 156 pieces. Total: 551 pieces".